Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. Vascular access was obtained via femoral artery. The 20 mm x 2.5 mm, 80% stenosed target lesion was located in the mildly tortuous and moderately calcified obtuse marginal artery. A 24 x 2.25 mm taxus liberté stent delivery system was selected to treat the lesion but unable to cross. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a shaft fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. The device was received in two sections as a result of a break in the hypotube. The break was located at 70 cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations along their lengths. Blood was visible inside the inflation lumen. An examination of the crimped stent and tip section of the device identified no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).